Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The tubing set was being used to deliver normal saline on the primary line via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set to deliver an unspecified concentration of vancomycin. The secondary solution container was raised higher than the primary solution container. After an unspecified length of time in use, the nurse noted the secondary solution was flowing "much faster than it should be." It was reported the nurse "manually" crimped the primary tubing set and the vancomycin delivered at a rate that the customer reported as "appropriate" and the therapy was resumed. The customer contact reported the secondary solution "finished early, with the pump noting 70cc still to be infused." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated, the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.